Event description:
Complainant purchased and used the get a grip handle in his shower for several months for balance without any concerns. On one occasion he grabbed the get a grip for balance, and it popped off the wall. The complainant lost his balance and fell. The fall caused a fractured hip and closed head injury. It was confirmed on (B)(6) 2015 that the get a grip handle was our product. The incident is currently being adjudicated.